Event description:
It was reported via repair work order that the track belt is worn which can affect track engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.